Event description:
It was reported via repair work order that the power cord ground pin was damaged and motion interrupt pan was stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.